Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3487a-56, lot# v489489, implanted: (B)(6) 2010, product type lead (x2); product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had been having problems with her unit. The patient had an xray that confirmed her leads were in place. The patient had a zapping sensation over the battery, so she shut it off. The patient normally used stimulation 24 hours a day and relied on it 100%; she was not taking oral medications. The patient reported the zapping started when she needed to charge the battery; just little zaps, about a month prior to the report. The patient would charge her stimulator and it would be ok, but the last time it occurred it was more and stronger as she was charging her stimulator (5 days ago). The patient had tried to turn her stimulator on for the first time in 4 days and the 006 (stuck key) code was on her programmer. The patient pressed all the keys and removed/replaced the batteries and this resolved that issue. The patient had a follow up appointment with her managing physician the following day. Information regarding any troubleshooting, interventions and outcome was requested. If received, a follow up report will be sent.